Manufacturer narrative:
A ge rep evaluated the system and performed a collimator calibration. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the collimator is not working in mag mode. No pt injury was reported.